Event description:
The distributor contacted heartsine to report that their device had been received without an electrode. This may prevent the device being used, which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine did not receive the device for investigation, so no further information will be forthcoming at this time. The investigation was unable to confirm the root cause of the reported fault. As the distributor reported that the device had been shipped without a pad-pak, a replacement pad-pak was processed and sent to the distributor. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Complaint alleges that device is damaged and will be unable to provide shock therapy. Delay or prevention of defibrillation may cause an adverse event. No patient involvement.